Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer managed to resolve the issue by changing the infusion set and cartridge, after which insulin delivery was resumed. The customer declined additional assistance, and the case was closed by customer technical support.